Manufacturer narrative:
Eval summary: this type of fracture of the inner pin may occur due to fatigue caused by the activity level of the patient or due to insufficient engagement of the pins during surgery. No post-op x-rays or any other visual means have been provided to confirm whether locking occurred in the first place. Cause cannot be definitively determined. No product was returned for evaluation. Device history records indicate device manufactured to specification.

Event description:
It is reported that the device was implanted in 2001. In 2007, the patient visited her physician and complained of pain in her right elbow while doing yard work. The patient is reporting that she has "pain, instability, and is having difficulty controlling her elbow." X-rays revealed that the hinge pin within the c/m construct had disengaged and broke, causing the patient to become dislocated. They are in the process of having a custom hinge pin created, with a revision surgery pending for approx three months.